Manufacturer narrative:
Corrected information has been provided in d1 brand name. Added e4 reporter also sent report to FDA. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Section d4 serial number was corrected.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Post cardiotomy cardiogenic shock after coronary artery bypass surgery and mitral valve replacement. Ef 10%. Patient placed on ECMO immediately post op and taken back to or for impella 5.5 insertion for lv unloading. Continuous renal replacement therapy initiated on post op day 1. Returned to or for tamponade on post op day 2 with washout. Post op day 3 patient returned to or for ECMO decannulation, requiring multiple units of blood. Immediately post ECMO decannulation, patient went into acute right heart failure, and va ECMO re-initiated with new cannulation. Unable to wean from ventilator so patient underwent tracheostomy. Ultimately decannulated from ECMO on (B)(6). Impella 5.5 with slow wean over next few days. Impella therapy discontinued without issue. Patient symptoms most likely due to post cardiotomy shock and not the impella pump.

Manufacturer narrative:
D4, UDI, has been corrected. The cause of the renal failure, cardiac tamponade, and major bleed was not determined due to insufficient clinical details. The pump passed all post sterile inspection checks.